Event description:
The lead and generator were received by the manufacturer which was captured in MFR report # 1644487-2015-04819. Product analysis of the generator is captured in MFR report # 1644487-2015-04819. The lead underwent product analysis and abraded openings were noted in the outer and the inner silicone tubing of the lead. Also, a coil break was identified on the positive coil of the lead. Scanning electron microscopy images of the positive coil show that a stress-induced fracture occurred in at least two strands of the coil. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No other relevant information has been received to date.

Event description:
The lead and generator were explanted which is captured in mfg report # 1644487-2015-04819. After explant it was reported that the lead insulation had come loose. There is no indication that the report of the lead insulation coming loose is related to the patient's adverse events captured in mfg report # 1644487-2015-04819; therefore, the two events are being reported separately. The lead has not been received by the manufacturer to date. No additional relevant information has been received to date.